Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported via the edwards lifesciences implant patient registry that a 20mm sapien 3 ultra valve, implanted in the aortic position, was explanted after an implant duration of 3 years and 2 months. An ew surgical valve was implanted. Per the medical record, the patient was evaluated in the emergency department for severe shortness of breath & hypoxemia and was diagnosed with congestive heart failure. A tte revealed hemodynamics suggestive of critical prosthetic aortic stenosis: aortic valve peak velocity of 6.1 m/s, dimensionless index of 0.17, aortic valve mean gradient of 83 mmhg and an aortic valve area of 0.41 cm2. A CT and the pathology report of the explanted sapien 3 ultra valve confirmed calcification of the valve leaflets.